Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he rolled over on the insulin pump buttons during his sleep and administered a 13-unit bolus. He experienced a severe insulin reaction. The patient's blood glucose was 39 mg/dl and he treated with two cans of soda. The customer was advised to lock his keypad before going to sleep. No products were returned or replaced.